Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03169 / 03170).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure the surgeon had difficulty locking a 40 mm liner into the shell. A 36 mm liner was opened and used in its place. Subsequently, patient was revised on (B)(6) 2013 due to continuing dislocation, the modular head and liner components were removed and replaced. However, during the procedure, again a 40 mm liner would not lock and as a result, a 36 mm liner was used to complete the procedure.